Manufacturer narrative:
Medcomp received sus voluntary event report (mw5086743) from the FDA. The report provided insufficient information regarding the event and the reporting facility. No further information can be acquired. After reviewing the event description medcomp determined that a MDR would not be required. It is unlikely that this type of event would cause a serious injury or death should it reoccur. Medcomp is filing this report to show that we are aware of the incident and are investigating.

Event description:
PICC line noted to have cracked hub. Line removed.